Manufacturer narrative:
A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.

Event description:
See initial report.

Manufacturer narrative:
A livanova field service engineer was dispatched to the facility and the issue was not reproduced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. An user error cannot be excluded as root cause of the reported issue.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump was giving a runaway error (the set value is different to actual value) during priming. There was no patient involvement.